Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. The lead was received with the distortion of conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during implant procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, there was difficulty deploying and retracting the right ventricular (rv) lead after one repositioning. The lead was explanted and replaced. No patient complications have been reported as a result of this event.